Event description:
It was reported that revision surgery was performed, due to dislocation.

Manufacturer narrative:
The plastic deformation on the superior surface of the liner was likely due to femoral head and/or neck impingement as a result of the reported dislocation. The damaged observed near the locking spline region of the liner was likely due to contact between the liner and shell after the disassociation of the liner. It is possible that the liner was disassociated as a result of the reported dislocation.